Manufacturer narrative:
(B)(4). Device manufacture date: september 16, 2016 ¿ september 19, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph was performed and revealed liquid inside the bag that contains the infusor device which suggests leakage. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was found leaking. The reporter stated that the inside of the over pouch was wet due to the leaking infusor. This occurred before use. The device was compounded with 0.9% sodium chloride. There was no patient involvement. No additional information is available.